Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. H3: analysis of the wireless recharger (B)(6) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device it was reported that when the recharger is in and out of the dock, the battery lights are rapidly blinking. The patient said that this happened on sunday when she tried to charge the implant. When asked, the patient said she keeps the recharger in the dock when not in use. The patient confirmed that the dock is receiving power and that the recharger is fully seated when placed in the dock. The patient pressed the power button when in dock, but the lights continued to rapidly blink. The patient service specialist reviewed how to reset the recharger, which was tried twice, but the issue was not resolved. An email was sent to the repair department to replace the device. Patient said that this same issue has happened before in the past. Patient confirmed that they reported it to medtronic and received a replacement.